Event description:
It was reported that patient underwent plantar plate repair procedure on (B)(6) 2012. During the procedure, two juggerknot anchors pulled out as the surgeon was trying to fasten a tendon. Two different anchors from the same lot pulled out. To complete the procedure, the surgeon drilled a bone tunnel on the plantar side of the foot and sutured the tendon down.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number two states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This medwatch relates to two devices from the same lot.